Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010. It was reported that following insertion the patient experienced urinary problems, fistulae, recurrence, bleeding and dyspareunia. (B)(6) 2012 the patient underwent a mesh removal due to erosion.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2012 by (B)(6) due to erosion of mesh and dyspareunia at the (B)(6) medical center.

Manufacturer narrative:
It was reported that following insertion the patient experienced atrophic vaginitis, vaginal irritation, and vaginal itching.